Event description:
On june 17, 2021, fujifilm medical systems u.s.a., inc. Was informed of an incident involving the eb-580s bronchoscope. Bronchoalveolar lavage (bal) was performed on a patient, and the collected sample tested positive for pseudomonas aeruginosa. The patient was treated with medication. There was no death or other serious injury associated with this event.